Manufacturer narrative:
Concomitant medical product: 310c31 tissue valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) and right atrial (ra) leads became dislodged. It was further reported that the rv lead exhibited increased pacing threshold and the helix would not extend or retract. The ra lead exhibited poor signal amplitude at multiple pacing sites. The rv lead was explanted and replaced and the ra lead was revised and remains in use. No patient complications have been reported as a result of this event.